Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device would not stay inflated during a procedure. There was no reported harm or injury to the patient.